Manufacturer narrative:
Device evaluated by MFR.: the device was received with the balloon protector still in position over the balloon material. A visual and tactile examination identified no issues or any damage with the shaft of the device that could have contributed to the complaint incident. No curving was noted on the shaft of the device. The investigator removed the balloon protector during analysis. The balloon was received tightly folded and had not been subjected to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the markerbands or tip that could have contributed to the complaint incident. No issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspections and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that product sterility issues were encountered. A 6.0 x 40, 75cm mustang balloon catheter was selected for dilation. During unpacking, it was noticed that the shaft was "curved" and it became unsterile when handled by the customer. The procedure was completed with another mustang balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that product sterility issues were encountered. A 6.0 x 40, 75cm mustang¿ balloon catheter was selected for dilation. During unpacking, it was noticed that the shaft was "curved" and it became unsterile when handled by the customer. The procedure was completed with another mustang balloon catheter. No patient complications were reported.